Event description:
It was reported that atrial lead had dislodged post-implant via review of an x-ray. The physician indicated that the patient had a procedure prior to the implant, which may be the cause of the dislodgment believed to be the patient's anatomy. No electrical issues were noted. There were no adverse health consequences, the patient was stable.